Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned data acquisition (da) pcba and data acquisition pcba to motor controller pcba cable shows that the data acquisition (da) pcba and data acquisition pcba to motor controller pcba cable were tested and no failures were identified.